Event description:
It was reported that the 4.0x12 mm nc trek dilatation balloon was being used for pre-dilatation of the heavily tortuous, heavily calcified, mid right coronary artery. The vessel diameter was 4.0 mm and the vessel length was 18 mm. The dilatation balloon ruptured during the first inflation at 4 atmospheres. The dilatation balloon was not soaked prior to use. The device was changed to a 4.0x12 mm non-abbott balloon and a 4.0x18mm vision stent was implanted successfully. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with the heavily calcified lesion and/or the implanted stent, such that the balloon ruptured upon the first inflation at 4 atmospheres, which is below the rbp. Additionally, it was reported the balloon was not soaked prior to use, which also may have contributed to the reported difficulties. It should be noted the voyager nc instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is possible that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material tore and peeled. It is likely that an interaction with the heavily calcified lesion in combination with the failure to soak the balloon contributed to the balloon rupture. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no indication of a product quality deficiency.